Event description:
A site representative reported that they needed a replacement articulating arm as the arm would not tighten all the way. There was no patient present.

Manufacturer narrative:
There was no patient present. No parts or files have been received by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical wear but in otherwise good condition. The handle locked and released without issue. The vertek arm functioned normally, with no problem found. The reported event could not be duplicated by medtronic personnel.